Manufacturer narrative:
With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains with patient.

Event description:
It was reported from the clinical study by the vad coordinator that during routine patient updates, nurse reported on (B)(6) 2016 that the patient was less responsive overnight. The patient was still intubated from the implant surgery that was on (B)(6) but was off of all sedation at this time and had been interacting with the medical team and following commands the day prior. It was stated that per medical doctor's assessment the corneal reflexes were still intact the morning of (B)(6). The patient taken for head CT which showed an extensive hemorrhagic bleed with parenchymal and subarachnoid components. Multiple areas of brain herniation were also noted. Neuro surgery was consulted but no interventions were recommended due to the extensiveness of the bleed. Neurology was consulted and the patient was taken for an interventional radiology neuro angiogram which confirmed brain death. No autopsy will be performed due to the patient's religious beliefs. Pump will remain implanted and will not be returned. The site is arranging to send the patient back to kuwait where care will be withdrawn at that time, but the patient has been officially declared dead on (B)(6) 2016 at 0858. Site believes hemorrhagic cerebral vascular accident (hcva) is related to anticoagulation issues, not related to the pump. No additional information received.